Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach total care plus whitening dental floss, daily for flossing her teeth as suggested by her doctor (route-dental, lot number 1532d, expiration date unspecified). After an unspecified duration, she noticed that the top cutter of the floss popped out and she had to manually turn it to get any floss out. She stated that there was so much wax on the floss and the wax stuck to her teeth while flossing. On (B)(6) 2013, she used another type of floss to get the wax off her teeth. After an unspecified duration, she discontinued the use of the device. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach total care plus whitening dental floss to reach total care dental floss. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach total care plus whitening dental floss, daily for flossing her teeth as suggested by her doctor (route-dental, lot number 1532d, expiration date unspecified). After an unspecified duration, she noticed that the top cutter of the floss popped out and she had to manually turn it to get any floss out. She stated that there was so much wax on the floss and the wax stuck to her teeth while flossing. On (B)(6) 2013, she used another type of floss to get the wax off her teeth. After an unspecified duration, she discontinued the use of the device. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6)2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach total care plus whitening dental floss, daily for flossing her teeth as suggested by her doctor (route-dental, lot number 1532d, expiration date unspecified). After an unspecified duration, she noticed that the top cutter of the floss popped out and she had to manually turn it to get any floss out. She stated that there was so much wax on the floss and the wax stuck to her teeth while flossing. (B)(6) 2013, she used another type of floss to get the wax off her teeth. After an unspecified duration, she discontinued the use of the device. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The device name was updated from reach total care plus whitening dental floss to reach total care dental floss. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the complaint data revealed no adverse trends and no trend involving lot number 1532d. Complaint trends would continue to be monitored. A returned field sample was not received for evaluation. A review of the DHR and history of changes did not indicate that the device failed to meet specifications. The complaints were closed with a disposition of undetermined. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.